Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and no defects were noted. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: the implantation of the device was conducted on (B)(6) 2014. During this implantation, blood was intruded into the valve and the setting pressure could not be changed even after flashing the device. (B)(4) was used and completed the case without problem. The customer requests to investigate inside of the device. There was no surgical delay greater than 30 min and no adverse consequences to the patient.